Manufacturer narrative:
New information was received and a code was added as lead dislodged. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead seems to be dislodged and it was repositioned due to high pacing thresholds, loss of capture and drastic change in impedance within normal limits and sensing issues. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds, loss of capture and drastic change in impedance within normal limits. No additional adverse patient effects were reported.